Event description:
The reason for call was pt reported lesions and sores on different areas of the body since april but did not initially think the implant (ins) was the cause because pt has crps. Pt said that beginning 07/10, a zapping sensation came from the ins, and when pt placed a hand on the back at the ins location, bleeding was noticed. Pt then added that grounding was found in the room, and after meeting with an electrician, pt found out that voltage was running through the room. Pt reported the issue to the property manager and said that since then, pt has been staying in the conference room. Pt said that online reading included por, oor, how to check the about page on the controller, and multiple error codes since july 2. Pt said that MRI mode was turned on to prevent magnet effects on the ins, and the ins completely went dead yesterday. Pt also said that ER visits happened 4 times and morphine was given to address symptoms. Pt mentioned a sore at the ins location and hair loss with unknown cause. Agent explained that hcp and mdt rep need to evalua te the issue, provided the nas phone number, and emailed physician listings. Agent instructed pt not to charge the ins until evaluation by hcp and mdt rep is completed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.